Event description:
A customer waiting to see a pharmacist sat down on a rollator that was on display. She fell and aggravated a pre-existing injury.

Manufacturer narrative:
While waiting at a pharmacy counter, the customer attempted to sit on a display model that was located nearby. It moved and she fell. There was no information to indicate the customer verified that it was stable to sit upon nor did she securely hold onto either of the handles to steady the device as she sat down. She sought medical attention the following day. A MRI was done. No fractures were diagnosed. She states her pre-existing limited range of motion and back pain were exacerbated when she fell. The rollator was evaluated. No material failures were identified. The left rear brake was not attached. The right rear brake was attached and operated as intended. No manufacturing defect was identified during the sample evaluation. User error is the most likely root cause for this incident. However, in an abundance of caution, this medwatch is being filed.